Event description:
It was reported prior to starting a da vinci si procedure the harmonic ace curved shears instrument had a broken tip. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The insert accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The harmonic ace curved shears instrument, which is used with the harmonic ace curved shears insert was returned and evaluated. Instrument does not have a tip, as the ace insert acts as the tip when it is installed through backend. Visual inspection shows no damage to shaft or backend. An ace insert was installed without issues and the instrument was placed on an is3000 system and driven. Instrument moved intuitively with full range of motion in all directions. Clamp arm opened and closed properly. Functional performance testing did not find any issues. Instrument is fully functional. No physical damage found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.